Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6) 2024 , the customer experienced a driver issue when the needle was inside the patient´s breast, the needle was removed and the system restarted. The error kept showing. The patient had to be rescheduled for a new procedure. The driver was examined by a fe and it was found stuck in the armed position. The fe showed the site how to clear the error. No other information available.